Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to patient would not accept the surgical effect in regards to the retained myopia after the surgery. The problem was resolved. The cause of the event was due to patient related factor; the device did fail to perform as intended.